Manufacturer narrative:
Upon further review, it was decided to report this event under manufacturing report number 000182565-2018-00643.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02169. (B)(4).

Event description:
It was reported that while conducting a left total knee arthroplasty, a piece of the tibial articular surface provisional fractured during the trialing process. The surgeon impacted the poly trial construct and handle with a mallet to get it to seat all the way down in the knee, and this is when it broke. The surgeon also reported the femoral impactor fractured during impaction of the femur trial. No adverse events have been reported as a result of the malfunction.